Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 436 mg/dl. Troubleshooting was performed and then did not receive failed battery test. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing